Event description:
The olympus representative reported on behalf of the customer, the high-definition liquid crystal display monitor presented no image, and the display button did not work. There was no damage to the button. There was click feeling, but the display button did not respond and would not work. The issue was found during receipt inspection and new installation of the device. The monitor was being used with the evis lucera elite video system center and the evis lucera elite xenon light source. The video system center and light source were working as intended. No patient harm reported.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Please see the updates in sections d8, d9, h3, h4, h6, and h10. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, no image due to a faulty printed circuit board. The buttons were also found to not be responding; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.